Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. During troubleshooting with tandem technical support, it was confirmed that the pump touch screen was responsive. Reportedly, the customer's blood glucose (bg) would go above 360 mg/dl; customer did not know if bg has gone over 500 mg/dl. Customer would address impacted bg by manually administering insulin. Reportedly, the customer required assistance for impacted bg's; however, customer declined to provide further information.